Event description:
An 11 year old experienced a reaction after orthodontic bands were cemented with ionomer cement. Reaction occurred 4 hours after the proceudure. The symptoms were swollen throat and a rash in her oral cavity. The pt was taken to an emergency room and treated with benadryl. Symptoms subsided, however, the same symptoms returned the same day at 4:30 pm. Co was informed by dr that the pt was taken back to the emergency room and was treated with prednisone to counteract the inflammation in her throat. The dr is referring the pt to an allergist to be tested on all the products he used. He requested the ingredients in product for these tests to be performed. Co faxed the info he requested.